Event description:
The customer reported via phone call that she got a blood glucose reminder on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer issue was resolved by turning off the blood glucose reminder.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.